Event description:
The facility representative reported a colleague infusion pump with an 805:09 failure code. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was determined that the event occurred during delivery; therefore, there was an interruption during delivery. No additional information is available. The user interface module software version for this device 5.09.90, categorized as remediated. During a review of the event history, it was discovered that failure code 805:09 occurred one time during infusion on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The device does meet specification for the reported condition. The assignable cause was defective pumphead module. The device will not be repaired since it is a stay in device. A follow-up medwatch report will be submitted if additional information becomes available.